Event description:
A malfunction alarm known as alarm 20 was reported. There was no reported adverse impact to the customer's blood glucose level. The customer was unable to resume insulin therapy despite attempting to load a new cartridge, as the alarm persisted. Consequently, technical support arranged for the replacement of the pump. The customer was informed about the replacement, and a new pump was provided to ensure continuity of insulin delivery.